Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her pump is malfunctioning due to not giving her anything and when was delivering a bolus she received a no delivery alarm. Customer stated afterwards she changed out the infusion set and reservoir but has continued to have high blood glucose of 440mg/dl/ and was not going down when bolousing. Customer reported that they were unable to troubleshoot at time of call. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Patient's current blood glucose was 440 mg/dl. Customer stated that they feel short of breath, dizzy and light headed. The customer treated high blood glucose with a syringe. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal. The customer will call back after getting tubing clamp to perform high pressure test. The customer was advised to call back if the high blood glucose persist. The insulin pump will not be returned for analysis.